Manufacturer narrative:
Two cylinders, the reservoir, and the pump with an attached connector were received. A portion of tubing between the serialized outlet and cylinder #1 was not received. The received components were evaluated by the MFR. During functional testing a leak was observed in the reservoir tubing, near the distal end. Functional testing of the pump and cylinder #1 was performed with the pump attached to cylinder #1. The pump failed the leakage press, and the inlet valve tests. No leakage was observed in either test, however, the specified pressure was not reached. Additionally, no leaks were observed in the pump when the pump was subjected to air pressure. The pump also failed the back pressure test, indicating a valve malfunction. Microscopic examination of the components was performed. The pump's serialized outlet showed cross sectional surfaces that were rough and irregular, indicating tubing tear. The reservoir tubing ahd four separation/leakage sites. Two of the separations were "v" shaped. The other two were more rectangular shaped. The "v" sahped separation sites were approximately the same size and distance apart as the more rectangular shaped separations. The cross sectional surfaces of these separation sites provided no indications to the cause of these separation sites. Based on the received info and quality assurance's (qa) evaluation, qa concludes the following. A tubing tear occurred at the pump's serialized strain relief. This tear while in-vivo would cause a fluid leak from the device and the pt would have difficulty inflating the device. Additionally, four separation/leakage sites, if existing while in-vivo, also would cause difficulty inflating the device. The pump does no have an apparent leakage site. Due to the function of the pump's outlet valves, the pt may have experienced autoinflation of the device. However, since the received info apparently does not indicate a valve malfunction or autoinflation, qa concludes that autoinflation is most likely not the cause for the explant surgery.

Event description:
Per the info provided to co through international rep, the device was removed due to a "rupture". As reported to co, the entire device was removed.